Event description:
Pump declared alarm 30 was reported by customer during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, allowing them to resume insulin therapy successfully.